Event description:
The customer reported that the c-arm on the 9800 system was not working. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No further service info was provided.